Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the finger clutch on the right master tool manipulator (mtm) was slightly delayed in its response. The right mtm was replaced, and the issue was resolved. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right master tool manipulator (mtm) stopped controlling the universal surgical manipulators (usm) on one of the surgeon side consoles (ssc). The customer reported that the right-hand control was disabled, specifically the right finger clutch was not responding. The technical service engineer (tse) reviewed the logs and confirmed there was an issue on the arm. No troubleshooting was performed. At this time, it is unknown if the surgeon moved to the other ssc to complete the procedure. No known impact or patient consequence was reported.